Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
He customer reported via phone call that they had experienced high blood glucose and also had no delivery. The customer¿s blood glucose level was 404 mg/dl, 200 mg/dl and 142 mg/dl . The customer declined troubleshooting for high blood glucose. The insulin pump will not be returned for analysis.